Event description:
Healthcare professional reported left side device "exposed due to skin necrosis," "redness on the inner skin of the affected side, thinning of the skin, and skin necrosis." Device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: visibility/palpability: unable to observe. Necrosis: unable to observe. Inflammation/irritation: unable to observe. Exposure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The events of "necrosis" and "exposure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "skin necrosis"; "te was exposed".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint are ¿ exposure: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side device "exposed due to skin necrosis", "redness on the inner skin of the affected side, thinning of the skin, skin necrosis". The device was explanted.